Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2408-56 serial #: (B)(4) description: avista MRI perc lead kit, 56cm model #: sc-4319 lot #: 20675800 description: clik x MRI anchor.

Event description:
A report was received that the patient was experiencing pain at the right lumbar side when the stimulator was turned on. It was noted that the right lead has drifted downward. The patient will undergo a revision procedure wherein the leads will be replaced.

Manufacturer narrative:
Additional information was received that there would be no further course of action at this time.

Event description:
A report was received that the patient was experiencing pain at the right lumbar side when the stimulator was turned on. It was noted that the right lead has drifted downward. The patient will undergo a revision procedure wherein the leads will be replaced.